Event description:
Patient presented to surgeon office with laxity in total knee right side. Thicker triathlon insert was replaced. No other information available due to hospital confidentiality policy. No trauma reported by patient concerning right knee.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as no items were returned per hospital policy. No medical records review performed as none were provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. The reported event regarding instability involving a triathlon insert was not confirmed.

Event description:
Patient presented to surgeon office with laxity in total knee right side. Thicker triathlon insert was replaced. No other information available due to hospital confidentiality policy. No trauma reported by patient concerning right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient requested to keep it. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept it.